Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent full vns explant due to infection at the generator site. Device history record was reviewed for both the generator and the lead. Both devices were sterilized prior to distribution, and no unresolved nonconformance were identified prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.